Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported unexpected high or low glucose alarms. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy a52 , android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device is use with samsung galaxy a52, android 13 and app version 2.10.1.10406. The customer reported that there was a constant high glucose alarm and was unsure what to do when alerted of high glucose. The customer reported being able to self-treat by eating and/or self-medicating due to the alarm, however, experienced a loss of consciousness. The customer was able to regain consciousness without further treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported that there was a constant high glucose alarm and was unsure what to do when alerted of high glucose. The customer reported being able to self-treat by eating and/or self-medicating due to the alarm, however, experienced a loss of consciousness. The customer was able to regain consciousness without further treatment. There was no report of death or permanent impairment associated with this event.